Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned test strips. Returned strip connector of the meter was damage/dirty.the root cause is foreign material on the strip connector a substance with appearance like blood.manufacturer contacted customer with follow up phone calls to ensure the new product replacement is not displaying high results; customer expresed is satisfied with the new product blood glucose testing;customer had not medical intervention recently after initial phone call.

Event description:
Customer complains of high results. Customer reported is asymptomatic, no medical attention needed at call time.the customer's expected blood results are 180-190mg/dl fasting. Verified test strips expiration date is 12/30/2016. Unable to confirm if customer's test strips are being stored properly. The vial date opened was one year ago.customer was instructed the strips vial expire within 4 months from the date open. Unable to retrieve memory reading due to low battery.customer tested blood glucose and obtained result of 113 mg /dl today (unsure if fasting). Customer considers meter is not accurate.customer reported was at ER on (B)(6) 2016.customer tested for blood glucose level was 1030 mg /dl at ER. Customer stated he spent from the (B)(6) 2016 until (B)(6) hospitalized